Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a keypad anomaly. The customer stated their keypad was scrolling. Customer also reported a battery out limit alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm due to no button response. Insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.